Event description:
It was reported that the surgeon inserted a 20.0 diopter aq2010v silicone three piece lens and the cartridge tore the lens during insertion. The lens was removed without any pt injury. The reporter stated the cartridge seems stiff.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval, however, the lens was returned and evaluated. A haptic was torn off from the optic and missing and there was a clear surgical residue on the lens.